Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The missing component was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. The subsequent treatment is due to the circumstances of the procedure. The white marker on the non-rail is a very thin tubing that can be removed if pulled and when not on the suture can appear clear. In this case, it is possible the marker came off in the field during the procedure; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device using the pre-close technique via a 7f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the plunger was depressed and the suture deployed as intended and the suture was then trimmed. The physician was unable to identify the white non-rail end of the suture since it was not present on the suture. The suture of one new prostyle device was successfully pre-placed. The sheath was upsized to a 14f, and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.